Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving readings of 'lo' (reading < 40 mg/dl) which were lower when compared to readings obtained on a competitor brand device. Customer reported experiencing dizziness, and "not being able to see properly" and contacted an hcp by phone when the low readings were obtained. Customer was incapable of self-treating and reported her "children gave honey and glucose when the sugar was low and when it was high they gave insulin" (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving readings of 'lo' (reading < 40 mg/dl) which were lower when compared to readings obtained on a competitor brand device. Customer reported experiencing dizziness, and "not being able to see properly" and contacted an hcp by phone when the low readings were obtained. Customer was incapable of self-treating and reported her "children gave honey and glucose when the sugar was low and when it was high they gave insulin" (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Section d4 (expiration date) was updated based on DHR attachment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving readings of 'lo' (reading < 40 mg/dl) which were lower when compared to readings obtained on a competitor brand device. Customer reported experiencing dizziness, and "not being able to see properly" and contacted an hcp by phone when the low readings were obtained. Customer was incapable of self-treating and reported her "children gave honey and glucose when the sugar was low and when it was high they gave insulin" (dose/type unknown). There was no report of death or permanent injury associated with this event.